Event description:
It was reported that the pump will not turn on. There was unknown patient involvement. Device evaluation found error code 41786 and a buckling upstream occlusion seal.

Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date.one device was received for investigation. The device was functionally tested, but the investigation could not duplicate the reported issue. However, the event log shows three system faults 45636, 41622, and 41786. The device also showed error 41786 on power up. It was determined that the printed wire assembly (pwa) was the cause of the issue. The upstream occlusion (uso) seal was also found to be buckling. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The device uso seal and pwa will be replaced.